Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for reported issue cannot be determined. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phaco tips seem to be shedding some metal fragments into patients' eyes frequently during procedures. It is unknown if the metal fragments were removed. There is no known impact or consequences to the patient involved. Additional information and product sample have been requested.